Event description:
Pt is reported to have developed a burn on the back of the right hip following the treatment with the anodyne therapy home system. The pt did not receive medical intervention and has healed.

Manufacturer narrative:
The pt is reported to have developed a burn on the back of his right hip, following treatment on the buttocks for 25 minutes. Pt states he was lying on arrays, and so did not follow the treatment guidelines provided in the important safety and instruction manual. The unit was returned for eval, and found to be operating within temperature specifications. Voltage readings were detected .17v below specification, but this would not have caused this adverse event. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and number of units in distribution. Company continues to monitor and trend events of this type. This adverse event is being reported at this time as a result of a change to the company decision tree for the reportable events.